Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The same day as diagnosis, the patient was treated with injection of amikacin 250 mg, once daily (duration not reported) and intraperitoneal (ip) injection of vancomycin 1 gram every 5th day (duration not reported). The cause of the peritonitis was unknown. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available.